Event description:
Reporter indicated that vns pt underwent generator explant surgery because the device had eroded through the skin. Further follow-up revealed that the pt had experienced weight loss from 130 pounds to 98 pounds. The pt was seen in hospital with wound infection and wound dehiscence and subsequently explanted. At follow-up office visit three weeks post-explant, the pt's weight had increased to 144 pounds. The pt was reportedly doing well with no further issues or complications. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.